Event description:
The customer reported the navigation buttons are not working. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the navigation buttons are not working. There was no report of pt involvement. The device was evaluated at philips and the issue was verified. The bezel assembly was found to be ripped. Replacing the bezel assembly resolved the reported issue. The device passed testing and was returned to the customer.